Event description:
It was reported that the customer passed away in his house while not wearing his insulin pump. The customer's wife stated that prior to the event, the customer had been experiencing low blood glucose levels, which had resulted in the customer removing his insulin pump. The customer's wife also stated that the customer had woken up in the middle of the night to eat without checking his blood glucose levels. The customer's wife then stated that her son could not wake the customer up the next morning and called the paramedics. The customer's wife further stated that she believes, the customer was already deceased at the time the paramedics were transporting him to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.